Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA no product available to be returned.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.